Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user was unable to fill the cartridge. It was noted that the syringe needle bent when attempting to fill the cartridge. The user changed all the supplies successfully. The user's blood glucose level was 206 mg/dl.